Event description:
It was reported that the procedure was to treat an perforation in the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 2.80x16 mm graftmaster covered stent failed to reach the perforation due to the anatomy. There were no other device issues. The perforation was sealed with additional balloon dilatation. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Returned device analysis identified the stent edge extended past the distal marker.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. However, it was noted that the distal end of the stent implant extended beyond the distal marker. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.